Event description:
On (B)(6) 2009 I had essure implanted. It was an in-office visit without general anesthesia. I was never given an identification card with info on it regarding the coils that were implanted so I have no serial or lot numbers or anything. Only the date of implant. On (B)(6) 2009 and hsg showed one coil in place but not working. The location of the other coil couldn't fully be determined. Another hsg was performed on (B)(6) 2009 with basically the same results. I had to choose a different method of birth control after I'd gone through the insertion of "permanent" essure birth control. Abdominal pain was abundant but tests revealed no cause. I had an abdominal ultrasound (B)(6) 2009, a CT scan (B)(6) 2009, an endoscopy (B)(6) 2010. Later that year I developed extreme fatigue, joint pain, muscle weakness and pain, swollen feet and ankles, dry eyes and dry mouth, a recurring eye rash. My life ended as I knew it and most days I couldn't drag myself off the couch for all the pain I was in and the crushing fatigue I felt. I was unable to care for my children. Unable to work/volunteer/participate in any of the activities I was used to doing. Prior to the essure insertion I was a very healthy, very active person. I saw a rheumatologist (B)(6) 2011. Got a second opinion (B)(6) 2011. Had been bleeding rectally for a couple months so had a colonoscopy that revealed internal hemorrhoids. It seemed my entire body was inflamed. On (B)(6) 2011 started plaquenil for treatment of the autoimmune disease sjogren's. On (B)(6) 2012 had another endoscopy for severe acid symptoms. The only abnormality in any of these tests and procedures was a slightly elevated ana and my internal hemorrhoids. Otherwise, my blood work and tests revealed that I was the picture of health. But I wasn't. In (B)(6) 2014 my back up birth control was removed so a third and final hsg test was done to determine the position of the essure after 5 years. One coil was still in place, but still not working. The other coil was embedded in my uterus. On (B)(6) 2014 I underwent a hysterectomy as that was the only safe way to remove the essure implants from my body. Now that I am 9 weeks post operation, my symptoms are 90% resolved. I am weaning off the sjogren's meds to see how I do. All of my abdominal pain/discomfort from the essure is resolved and most of my sjogren's symptoms are resolved.